Event description:
During a gingival mandibular block injection, the dr states that the needle separated from the hub at a 35 angle, when an attempt was made to remove the syringe. Part of the needle was broken off and the remaining part of the needle was lodged in the pt's lower jaw area. The pr rec'd a catscan to determine if intervention is required.